Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. It was reported that during the patient's transfer from wheelchair to bed left shoulder clip of the sling broke. Caregiver supported and caught the resident, and were able to get him over the bed. At this point the right side shoulder clip broke also. As a consequence of the event caregiver sustained a back injury and was sent to hospital. Despite of our efforts, no additional information regarding injury was released. Based on the initial information we assume that serious injury occurred. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip broken). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. Sling was inspected and found to have malfunctioned (not in accordance to the product specification) when the event took place. It was confirmed the clips sling were broken into two pieces. It has been established that the clip sling were being used for patient handling at the time of the event and as a result of a use error contributed to the malfunction and the outcome of the event. From investigations findings we conclude that the damage to the clip is not likely to have occurred during or due to on label use. We can assume that the black "zig zag" clips in the sling can still take more than four times the weight that is likely to come on them during on label use. All clips outperform their specification, except when damaged. According to the information received we can clearly see that the clip broke from left to right side. This type of failure is possible to occur only when a clip is bent which normally cannot happen when the sling instruction for use is followed. This suggests that the clip was pinched with a force much higher than the force it will normally receive during use. The cause of the failure lies in the initiation by surface damage caused by improper use. The force needed could come from a steam powered washing press, or similar, combined or followed with a sharp blow of mechanical force. Following the instruction for use (IFU 04.st.00 int1_2) supplied with the sling: "do not use tumble dry, any mechanical pressure, pressing or rolling, (...) Use autoclave, dry clean, steam, ironing." "Before use, always make sure that the sling does not show any sign of frying, tearing or other damage and there is no damage (i.e. Cracking, bending, breaking)." After this review we can state the complaint outcome of a damaged clip, is not likely to happen when following the device labelling or the IFU. Therefore, we find it likely that the clip broke due to suffering stress that is not likely to be encountered during on label use. Our conclusion is that the damage took place outside of on label use. This constitutes a use error. Arjohuntleigh suggests to remind the person involved of the device labelling, with special attention to check the sling before each transfer and correct washing procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption (e2012070) by arjohuntleigh, inc. (1419652) on behalf of the MFR (arjohuntleigh polska sp. Zo.o) (3007420694). MFR's complaint number ref: (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received customer complaint where it was indicated that during transfer of resident from wheelchair to bed, the one of shoulder sling clips broke. Caregiver supported and caught the resident, and were able to get him over the bed. As a consequences the back injury of caregiver was indicated. The caregiver was sent to the hospital. No injury of resident was reported.